Event description:
Health care professional reported poor hemodynamic output and no movment of disc on intraoperative "tee". The aortotomy was re-opened and the valve was replaced with a 23mm st jude valve. Physician reported the pt is doing well. The valve will be returned for eval.